Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon likely occurred due to a ut board malfunction. Olympus will continue to monitor the field performance of this device.

Event description:
The user facility returned an asset, visera 4k uhd camera control unit to the service center. During a standard inspection of a customer returned asset, it was observed that the printer circuit board failed. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no video output on the serial digital interface (sdi). The faulty parts was replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.